Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the limited information as well as unavailability of the device for analysis. It was reported that balloon deflation issue occurred. Limited information was received and without analysis of the device a clear conclusion cannot be established.

Event description:
It was reported that balloon deflation issue occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. After the first inflation, difficulty deflating the balloon was encountered. The balloon was eventually removed outside the patient in a deflated state, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon deflation issue occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. After the first inflation, difficulty deflating the balloon was encountered. The balloon was eventually removed outside the patient in a deflated state, and the procedure was completed with another of the same device. No patient complications were reported.